Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A healthcare professional (hcp) reported that a patient visited the clinic for a disconnection after a 46 hour 100 ml infusion cycle. It was observed that "no medication infused at all during the infusion". The patient stated "pump never alarmed or had any messages on the screen while they had the pump at home". The therapy was restarted with another pump. The medication being infused was 5fu. There was no patient injury. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.